Manufacturer narrative:
This correction report is being filed to include updates to h11 additional MFR narrative field. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel resulting in a mode switch to a unipolar configuration. The patient is pacing dependent, therefore the system was then replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel resulting in a mode switch to a unipolar configuration. The patient is pacing dependent; therefore, the system was then replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel resulting in a mode switch to a unipolar configuration. The patient is pacing dependent, therefore the system was then replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.